Event description:
On 05/10/2022, it was reported by a sales representative via sems that an ar-13999mf fastpass scorpion had an issue, the jaw would not close. This was discovered during use in an unspecified procedure with no impact to the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection it was noted that the jaws would not close. This is a known failure mode and is being investigated in CAPA-00348.